Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The anchors had been modified by each end having been cut. Lead insertion testing was done to verify leads insert easily and are grasped by the anchor. It is unknown how the modifications may have impacted the lead retention during use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system consisting of an ipg and four leads (B) (6)2009, with each lead secured with by an anchor. It was reported that 3 of the leads had migrated. The physician explanted and replaced the leads and anchors on (B) (6)2009. The explanted devices were returned for evaluation. Follow up on the patient found no further issues reported.